Event description:
It was reported that the pt's stimulation felt "different" following multiple falls about 4 years ago. They also had to increase the stimulation setting to get therapeutic effect. The physician was going to replace the neurostimulator due to normal battery depletion. X-rays that were taken showed that the lead was fine. Additional information was requested.

Manufacturer narrative:
(B)(4).